Event description:
It was reported that there was an emergency on the table and after the 3rd attempt with a 5french bipolar pacing catheter was opened, the balloon only inflated with a larger syringe during pre-insertion testing. No pt complications were reported.

Manufacturer narrative:
Received in decontamination laboratory, but not yet evaluated.